Event description:
It was reported that the patient has been experiencing insulin leakages for the last 10 days. The infusion sets were leaking at the headset resulting in elevated blood glucose levels between 300 mg/dl and 500 mg/dl and ketone level of 2.1. Seven infusion sets were affected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.